Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle detached. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. The suture remained winded inside the retainer. Microscopic inspection of the swage noted that it was filled with suture material and the suture had been broken. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when attempting to take the product out of the package, the needle and thread disengaged. A new product was used and there was no problem. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.